Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 10/24/2023, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-6410 main pump tubing was connected to the console, and the water solution was overpressure. The pump tubes were readjusted twice, but it was still overpressure. The ar-6410 main pump tubing was switched out for a new one and the case was completed without further issues. This was discovered during a knee scope procedure on 10/15/2023. Additional information received on (B)(6) 2023: at first, the tubing was tested outside the patient and did not show high flow. Then, it was introduced in the patient, and it appeared to be clogged because the solution wasn't passing. The tubing was rinsed, and it began to generate excess flow. It was disconnected and reconnected without a different outcome; it was still a high flow. The pump settings were checked before use, and it was verified that they were correctly set. There was an error message display that read shaver not detected. The tubbing was changed before the patient could experience any edema or extravasation. The case was delayed approximately fifteen to twenty minutes; however, additional anesthesia was not administered. The patient suffered no negative effects or symptoms on or after the procedure due to the ar-6410 main pump tubing having over-pressure issues. A video was attached.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a manufacturing issue.